Event description:
The following is based on a review of the pt's med records provided to davol by the pt's atty: pt underwent repair of abdominal hernia with implant of an unspecified mesh. On (B)(6) 2008, pt underwent repair of an incarcerated recurrent abdominal hernia with implant of a bard/davol composix kugel hernia mesh. A previously placed mesh was identified and noted to have been "dissected out" along with the hernia sac. On (B)(6) 2013, pt underwent a multi-part procedure. Operative dictation notes "upon entering the abdominal cavity, there were some loops of bowel adhered superiorly into the incision to a piece of hardened mesh." The small bowel is also noted to be "essentially rolled up in this piece of mesh with several enterotomies." It appears the mesh was left in the body. On (B)(6) 2013, pt underwent a multi-part procedure with removal of infected mesh. Pt had been experiencing several small bowel obstructions that resolved with conservative treatment. On (B)(6) 2013. Pt underwent additional surgery due to a complex post-op wound infection. Two weeks post-op the pt developed purulent wound drainage which required extensive debridement.

Manufacturer narrative:
Based on med records, the pt was treated for infection and adhesions, both of which are listed as possible adverse reactions in the instructions for use. Without a lot number, a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn as to the extent that the device may have caused or contributed to the reported event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Addendum to the initial report. Based off additional information received, this report is being sent to identify the lot number for the bard/davol composix kugel mesh provided by the patient's attorney. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. With the current information provided, no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.